Event description:
It was reported that mixed product was found before use with a needle 19x1-1/2 rb tw. The following information was provided by the initial reporter, "it was informed to me that she met with the storeroom manager and they have 10 boxes, all the same lot number in which a shorter needle was packaged as a 19g x 1 1/2 needle. The shorter needle has a gray color hub vs. Brown color hub of the actual 19g x 1 1/2". " 10 occurrences were found.

Manufacturer narrative:
H.6. Investigation: approximately three thousand (3000) samples and one (1) photo were provided by the customer for investigation. The returned samples were returned in unopened blister packs and shelf cartons. Two hundred (200) samples were visually examined using unaided vision. It was observed that there were needle assemblies with the incorrect needle hub and needle mixed in with the correct needle assemblies. Additionally, one (1) photo was also provided by the customer for investigation. The photo shows two (2) shielded needle assemblies next to each other. The needle hubs appear to be different colors and the needles also appear to possibly be different lengths. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. However, during the investigation it was observed that a lot #8020473 of material #8020473 (needle 22 ga 1-1/4in) was being produced at the same time as lot #9031984 of material # 50815 (needle 19ga 1-1/2in) on two (2) needle in process (nip) lines which were located next to each other. Therefore, it is likely that one (1) bag of lot #8020473 of material #8020473 (needle 22 ga 1-1/4in) from nip 5 was placed in the gaylord for lot #9031984 of material # 50815 (needle 19ga 1-1/2in). This gaylord was then packaged on multi vac 4 (mv 4) with the mixed product getting packaged without being noticed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product was found before use with a needle 19x1-1/2 rb tw. The following information was provided by the initial reporter, "it was informed to me that she met with the storeroom manager and they have 10 boxes, all the same lot number in which a shorter needle was packaged as a 19g x 1 1/2 needle. The shorter needle has a gray color hub vs. Brown color hub of the actual 19g x 1 1/2". " 10 occurrences were found.